Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Burr would not function. Case type: pka. Was there a surgical delay? Yes 60 minutes. Switch to manual.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Anspach emax 2 plus burr motor would not function. Device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. Visual inspection denoted knurl knob in lock position. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor would not function failure of p/n: emax2plus, s/n: (B)(4). There have been no other similar events for the referenced serial number. The anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by (B)(6) and the reported event was confirmed. As the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Burr would not funtion. Case type: pka. Was there a surgical delay? Yes: 60 minutes. Switch to manual.